Manufacturer narrative:
The customer cancelled the service call. The system was in use and not available for eval or service. The customer will contact ge when they are ready for service.

Event description:
The customer reported the system would make a loud noise and not display an image when moving the c-arm from ap position to lateral position. No pt injury was reported.